Event description:
It was reported that, "the patient underwent primary right total knee replacement in 1994. It was further reported that the correct implants were not available at surgery, requiring the physician to do a more extensive surgical approach of additional components. Where initially, only an insert exchange had been planned."

Manufacturer narrative:
The information of this per was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. As per the information received, the devices are not available at the time of this report, due to the ongoing litigation. Additional follow-up and information may be obtained by the legal affairs department as it becomes available. Should device become available, the evaluation summary will be submitted in a supplemental report.